Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿. Two months later, patient developed nodules and inflammation. Healthcare professional additionally reported patient was injected with a 2nd injection of juvéderm® volux¿ approximately 2 years and 2 months later in ck1, ck2 - 2ml, jw2, 2ml. Patient is experiencing recurrent delayed inflammatory nodules. Patient was treated multiple times with hylase, incision and drainage, antibiotics, prednisolone, and once with intralesional steroid injection. Symptoms are on-going. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-50209), (B)(6) (emdr-50579), and (B)(6) (emdr-47956). This emdr is being submitted for the suspect product, second injection of juvéderm® volux¿ (lot# 1000606034).